Event description:
Discordant results were obtained for sodium, potassium and chloride for several pts. Initial results were obtained on an advia 2400 and reported to the doctor. The doctor questioned the test results for 3 pts. The tests were repeated on another advia chemistry analyzer with different, correct results. All pt tests since the last qc check were then rerun on the second analyzer. The corrected results were reported to the physicians. There was no report of adverse health consequences or known pt intervention as a result of the discordant results.

Event description:
Discordant results were obtained for sodium, potassium and chloride for several pts. Initial results were obtained on an advia 2400 and reported to the doctor. The doctor questioned the test results for 3 pts. The tests were repeated on another advia chemistry analyzer with different, correct results. All pt tests since the last qc check were then rerun on the second analyzer. The corrected results were reported to the physicians. There was no report of adverse health consequences or known pt intervention as a result of the discordant results.

Event description:
Discordant results were obtained for sodium, potassium and chloride for several pts. Initial results were obtained on an advia 2400 and reported to the doctor. The doctor questioned the test results for 3 pts. The tests were repeated on another advia chemistry analyzer with different, correct results. All pt tests since the last qc check were then rerun on the second analyzer. The corrected results were reported to the physicians. There was no report of adverse health consequences or known pt intervention as a result of the discordant results.

Event description:
Discordant results were obtained for sodium, potassium and chloride for several pts. Initial results were obtained on an advia 2400 and reported to the doctor. The doctor questioned the test results for 3 pts. The tests were repeated on another advia chemistry analyzer with different, correct results. All pt tests since the last qc check were then rerun on the second analyzer. The corrected results were reported to the physicians. There was no report of adverse health consequences or known pt intervention as a result of the discordant results.

Event description:
Discordant results were obtained for sodium, potassium and chloride for several pts. Initial results were obtained on an advia 2400 and reported to the doctor. The doctor questioned the test results for 3 pts. The tests were repeated on another advia chemistry analyzer with different, correct results. All pt tests since the last qc check were then rerun on the second analyzer. The corrected results were reported to the physicians. There was no report of adverse health consequences or known pt intervention as a result of the discordant results.

Event description:
Discordant results were obtained for sodium, potassium and chloride for several pts. Initial results were obtained on an advia 2400 and reported to the doctor. The doctor questioned the test results for 3 pts. The tests were repeated on another advia chemistry analyzer with different, correct results. All pt tests since the last qc check were then rerun on the second analyzer. The corrected results were reported to the physicians. There was no report of adverse health consequences or known pt intervention as a result of the discordant results.

Event description:
Discordant results were obtained for sodium, potassium and chloride for several pts. Initial results were obtained on an advia 2400 and reported to the doctor. The doctor questioned the test results for 3 pts. The tests were repeated on another advia chemistry analyzer with different, correct results. All pt tests since the last qc check were then rerun on the second analyzer. The corrected results were reported to the physicians. There was no report of adverse health consequences or known pt intervention as a result of the discordant results.

Event description:
Discordant results were obtained for sodium, potassium and chloride for several pts. Initial results were obtained on an advia 2400 and reported to the doctor. The doctor questioned the test results for 3 pts. The tests were repeated on another advia chemistry analyzer with different, correct results. All pt tests since the last qc check were then rerun on the second analyzer. The corrected results were reported to the physicians. There was no report of adverse health consequences or known pt intervention as a result of the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant na, k and c1 results was due to a malfunctioning ise mixer and rotor assembly and bad l-seals on the ise buffer pump. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant na, k and c1 results was due to a malfunctioning ise mixer and rotor assembly and bad l-seals on the ise buffer pump. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant na, k and c1 results was due to a malfunctioning ise mixer and rotor assembly and bad l-seals on the ise buffer pump. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant na, k and c1 results was due to a malfunctioning ise mixer and rotor assembly and bad l-seals on the ise buffer pump. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant na, k and c1 results was due to a malfunctioning ise mixer and rotor assembly and bad l-seals on the ise buffer pump. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant na, k and c1 results was due to a malfunctioning ise mixer and rotor assembly and bad l-seals on the ise buffer pump. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant na, k and c1 results was due to a malfunctioning ise mixer and rotor assembly and bad l-seals on the ise buffer pump. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant na, k and c1 results was due to a malfunctioning ise mixer and rotor assembly and bad l-seals on the ise buffer pump. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.